Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating a disposable paddles error. There was reportedly no patient involvement.